Event description:
It was reported that the pump battery would not hold a charge. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy. The reported issue could not be confirmed.